Event description:
On (B)(6) 2011, pt reported that she lost consciousness on (B)(6) 2011 while driving her car. At approx 5.00 p.m, pt "slumped onto the steering wheel" and her car rolled off the side of the road. This was according to an eye-witness account. Paramedics arrived and "worked on her" for 10-12 minutes, and her blood glucose level was 17 mg/dl. Her most recent blood glucose reading prior to the accident was 187 mg/dl at 11:00 am, and she bolused 7 units for lunch. Pt did not have any hypoglycemic symptoms prior to losing consciousness and she was not injured from the car accident. Pt was transported to the hospital and was "revived" 20 minutes later. Her blood glucose was 62 mg/dl. Pt disconnected the infusion device at the request of the hospital, and her blood glucose was 97 mg/dl. Hospital staff monitored her blood glucose every 2 hours, and she received sugar water through an IV. Her blood glucose was 257 mg/dl at 4:00 am the next day, and pt received an insulin injection and ate breakfast. Troubleshooting did not reveal any product issues. Follow-up was completed with pt on (B)(6) 2011. Pt reported she did not know what caused hypoglycemia on the day of the accident, but she had recently started taking metformin and actose and had not eaten dinner yet. She was also under increased stress at work. Pt was discharged from the hospital on (B)(6) 2011. Pt was unable to provide the serial number of the infusion device due to poor eyesight. No product was requested for eval.

Manufacturer narrative:
No product will be returned for eval.